Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2317700, model:sc-2317-70, serial: (B)(6), batch:(B)(6). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: na, batch: 31893284.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances noted on the spinal cord stimulation (scs) leads. It was also observed that the leads had migrated. The patient underwent a procedure where the scs leads and clik anchor were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were retained by the medical facility.